Event description:
The following information was provided: the component that the saw attachments connect to, sheared off the mics handpiece spraying some grease and screws onto the floor. Case type/application: tka 2.0.